Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Age of device: 4 years, 10 months, 17 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that pump stoppages occurred when connected to power module. Patient was asymptomatic at the time of the event. Manufacturer's technical service representative reviewed the log file and observed pump stoppages and speed deceleration greater than 200 rpm on (B)(6) 2018 while vad was connected to mobile power unit (mpu). On (B)(6) 2018, a low flow hazard alarm was observed. An x-ray was performed which revealed areas of concern. Technical service representative performed a percutaneous lead replacement on (B)(6) 2018. Most of the external portion was replaced up to the velour that was exposed. Patient was placed on a grounded patient cable and the alarms did not return. Patient was being monitored for a while then was discharged. Patient did not have any more pump stoppage after the replacement. No further information was provided.

Manufacturer narrative:
The evaluation of the replaced external portion of the driveline confirmed external wire damage that would have contributed to the reported pump stoppage events captured in the submitted log file. Additionally, a low flow alarm was confirmed through the analysis of the submitted log files; however, a specific cause for this event could not be conclusively determined through this evaluation. A distal-end driveline replacement was performed on (B)(6) 2018 under work order# (B)(4) and approximately 22.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed to evaluate the underlying wires. Visual inspection of the wires confirmed a breach to the insulation of the orange wire at the base of the metal controller. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the orange wire contacted the braided shield while operating on the mobile power unit, the resulting short to ground would have resulted in the alarms and pump stops that were confirmed through the submitted log file. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) (documents 134102, 132732, and 131423) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.